Event description:
The patient stated that, while removing the insulin cartridge from his infusion device, the plunger remained attached to the piston rod in the cartridge chamber. He stated that about 3 units of insulin dripped into the chamber which he dried with a tissue. He said he does not currently see any insulin in the chamber. During troubleshooting with a company representative, the plunger was detached from the piston rod. The patient was advised to dry the chamber again with a cotton swab. The patient did not report blood glucose concerns related to this issue. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.